Event description:
Per hhn - (B)(6) to report that the curlin pump is failing. She reported that throughout the infusion the pump was ok, but towards the end it stopped infusing and she had to keep priming to get the remaining infusion in. She added that she does not feel comfortable with that pump any longer. Return box for old pump and a new pump will be sent to pt. According to debra, pt cannot tolerate max rate of 60ml/hr. Only 50 ml/hr. No add'l info provided for slow rate. Pump #(B)(4). Reported to (B)(6) by health professional. Dose or amount: 20gm, frequency: q2wks, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: g61.0.